Event description:
Patient presented on schedule as extraction for fractured rv lead. New rv lead and visia device was implanted after the 1580 lead was removed. 1388 ra lead had previously been capped and that status was not changed. No complaint about mdt device, abbott rv lead fracture but device was replaced due to new df4 rv lead. No additional information available. Low voltage fracture confirmed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).